Event description:
It was reported that during a ptca procedure in the proximal "lad", the severely tortuous and heavily calcified vessel dissected. The dissection was treated by deployment of a stent.